Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 56-year-old male experienced a cardiac arrest at home and was transported to the hospital by emergency medical services. An anterior st-segment elevation myocardial infarction was identified in the emergency department. The patient experienced a second cardiac arrest in the emergency department requiring mechanical chest compressions, and return of spontaneous circulation was achieved. The patient was transferred to the cardiac catheterization laboratory, where cardiopulmonary resuscitation was again required. A decision was made to initiate venoarterial extracorporeal membrane oxygenation, and after multiple defibrillation attempts, the patient was successfully cannulated and supported. Cardiac catheterization revealed occlusion of the left anterior descending coronary artery, which was treated with balloon angioplasty and placement of two stents with good angiographic result. Following revascularization, an impella cp device was placed for left ventricular unloading. In the intensive care unit, the patient was noted to have multiple suction alarms from the impella device. The patient received intravenous fluid boluses, and device position was verified. Subsequently, due to the poor prognosis of the underlying disease, care was withdrawn, and the patient expired. While most probably due to the underlying disease, death will conservatively be coded to the impella cp.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Corrected information was provided in d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.